Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the reload and the instrument for failure analysis investigation but at this time, the products have not been returned. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show qty 3 sureform 60 staplers were used in this case. The first one was sureform 60 stapler instrument part number 480460-09, lot l91220504-0274. This instrument was installed 5x and fired 4 reloads (1 black followed by 1 green followed by 2 blue). All firings were completed per the logs. First firing had 1 pause for compression, the remaining 3 had no pauses. There were no incomplete clamps by this instrument. Based on the reported complaint, this is the instrument that was most likely involved in the complaint, as the number of firings and reload colors align. Logs show no errors related to use of this stapler. The other two staplers (sf45 and sf60) were fired 2 times each, all using blue 45 or blue 60 reloads, and all firings were complete per the logs. There were no incomplete clamps by these instruments. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument fired and pushed the target tissue. Due to this event, the surgeon reportedly performed medical intervention through sutures. The cause of the reported incident is unknown at this time.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler misfired. The system logs showed no related errors. The intuitive surgical, inc. (Isi) clinical territory associate (cta) noted some tissue pushout on the jaws. The surgeon used the sureform 60 stapler instrument with a blue sureform 60 reload. The misfire occurred on the fourth and last load of the case. Due to this event, the surgeon reportedly performed medical intervention through sutures. The stapler was unclamped with no issues, and the staff installed another instrument on the same arm and continued with the procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. The stapler instrument was reported to have a firing failure with a blue sureform 60 reload. However, a review of the stapler instrument logs found no failures for any of the reloads used. This blue sureform 60 reload was inspected and no external physical damage was observed. All the pushers were deployed. The blade was at the distal end and was not exposed. The blade was removed and inspected. No blade damage was observed. Additional observation(s) not reported by site: the accessory reload exhibited a couple of malformed staples within the cartridge. Although the staples were lodged within, the reload successfully fired completely. All the pushers had deployed on the cartridge. Further review of the stapler review was conducted by isi advanced failure analysis (afa). Per afa, the stapler reload was returned with all pushers deployed and the knife near the distal end of the knife slot, with staples lodged in front of the knife. The stapler logs show all blue reload firings were completed. Damage was observed to the knife-edge and the distal end of the cartridge knife slot. Both of these components were likely damaged due to firing across a staple line which is supported by the reload being returned with staples lodged in front of the knife. The root cause of knife and cartridge damage is user related. Isi has also received a second blue sureform 60 reload associated with this complaint and completed investigations. This blue sureform 60 reload was inspected and no external physical damage was observed. The blade was at the distal end and was not exposed. Additional observation(s) not reported by site: the accessory reload exhibited a malformed staple within the cartridge. Although the staple was lodged within the track, the reload successfully fired completely. All the pushers had deployed on the cartridge. The reload blade was found to have mechanical indentation damage. No material was missing. The root cause of the blade damage is attributed to the user. Per afa, the stapler reload was returned with all pushers deployed and the knife near the distal end of the knife slot, with a single staple lodged in front of the knife. Damage was observed to the knife-edge and the distal end of the cartridge knife slot. Both of these components were likely damaged due to firing across a staple line, which is supported by the reload being returned with a staple lodged in front of the knife. The root cause of knife and cartridge damage is user related. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. A visual inspection of the instrument found no external physical damage. The instrument was returned with four reloads that were all completely fired. None of the reloads was partially fired. Based review of the logs, there were no firing failures that were captured. In-house, a reload was installed onto the instrument. The instrument passed initialization when installed onto the in-house system. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green sureform 60 reload. There was no problem detected. Isi received a black sureform 60 reload involved with this complaint and completed the device evaluation. This black sureform 60 reload was inspected and no external physical damage was observed. All the pushers were deployed and no staples were found in the reload pocket. The blade was at the distal end and was not exposed. The blade was removed from the cartridge and showed no mechanical indentations or other blade damage. Isi received a green sureform 60 reload used during this procedure. An investigation has been completed. This green sureform 60 reload was inspected and no external physical damage was observed. All the pushers were deployed and no staples were found in the reload pocket. The blade was at the distal end and was not exposed. Additional observation(s) not reported by site: the reload blade was found to have mechanical indentation damage. No material was missing. The root cause of the blade damage is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.